Event description:
It was reported that an angio-seal was deployed. Bleeding occurred 12-18 hours later. The pt developed a pseudoaneurysm. Attempts to gain additional information about the event have been unsuccessful.

Manufacturer narrative:
A product was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudonaeusym may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) state that bleeding or hemoatoma oat the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.